Manufacturer narrative:
MDR 3003442380-2024-08333 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient experienced that two infusion sets fell off during use. Infusion set was in use for less than 2 hours. No further information was available.